Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. Evaluation inspected the device but could not fully evaluate for the reported "downstream occlusion test failed" due to a false downstream occlusion alarm that occurred during flow testing. It was determined that the cause of both failures is attributable to an out of specification for sensor. The force sensor was replaced to correct the device issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.